Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a day and a half ago they fell 5 feet off a ladder and landed on their back on the battery. Patient says they have a severe hematoma and can feel the battery straight from the top of the skin and says they feel 2 little wires coming off of it. Patient has an appointment with healthcare provider on the 29th and was told to call medtronic to see if the device is working. Agent walked patient through connecting to implanted neurostimulators and patient was able to increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.